Manufacturer narrative:
Section h11 update - customer requested for creating a str-proc to modify weight-based insulin orders crossing over from epic to pyxis to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that user requires training on the usage of device. A technical support specialist, confirmed that the customer submitted a quantity of medication that is invalid, as the medid 54806 corresponds to a 100 units/1ml (10ml) vial. The specified amount would not guide the user to input 75 units; instead, it would permit the entry of any necessary number of units. Given that this order was transmitted to pyxis es with a specified amount of 0.075 units/kg, pyxis es cannot independently execute the calculation. Consequently, it will require the user to indicate the necessary number of units. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system an order on pyxis instructs the nurse to retrieve an incorrect dosage. The customer stated that pyxis was expected to instruct the nurse to withdraw 7 units; however, it erroneously indicated a need for 75 units. The nurse prepared the dosage and realized it was excessive prior to administering it to the patient. There were no adverse events or injuries reported based on this incident.